Event description:
Additional information was received from the patient. They reported that the device not working was referring to symptom control. The patient just doesn't get goof results at the current setting anymore. They see their new urologist in april. This was not caused by normal battery depletion.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that numbness and tingling in their feet and toes. Patient asked if the ins could be causing this. Patient mentioned that they are very overweight and wondered if that could be contributing to the issue. Patient also had general questions about risks and adverse events. Reviewed option to turn therapy off. Patient service specialist reviewed considerations and possible adverse events. Patient stated that the device is not working as well as it was for quite some time now and they have accepted it. Patient also mentioned that every now and again they wake up and almost feel like they have been jolted a little bit. Numbness and tingling first started around september. When they would get out of bed from a lying position their lower legs felt like blocks of cement and couldn't walk easily. Then that went away but maybe 3 months ago just the soles of their feet and middle toes started going numb and tingly. Patient can still walk. The patient was redirected to their healthcare provider to further address the issue. Patient stated they plan to see their previous managing hcp in michigan but did not wish to officially change this on re cord. Patient called back to ask about external devices. Patient stated that about five minutes ago connected to implant and turned therapy off due to numbness that was reported. Patient to monitor to determine if notices any changes to numbness with stimulation turned off. Reviewed external device information with patient. Patient said has notified managing physician's office about situation.

Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Patient called back and repeated therapy issues. Patient reiterated that the therapy wasn't working for their symptoms so the therapy has been off. Patient stated the therapy hadn't been helping for awhile, that the last setting they were on, it just wasn't helping so the patient had turned it off until the next time they met with their managing health care provider (hcp) to figure out what they could do next setting-wise. Patient stated they didn't know what setting to try next and stated they had a follow up appointment with their new hcp in about a month. Reopened case to add patient's new hcp to secure note and closed case again. Patient also has a new address so patient services warm transferred the patient to device registration at call's end to update their health care provider (hcp) information and address.